Manufacturer narrative:
H.6. Investigation summary bd received 3 samples and 6 photos for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was observed. Samples were evaluated by draw testing with colored water and the failure mode of underfill was observed. 10 retention samples from bd inventory, were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of underfill through a corrective and preventive action (CAPA) 260774.

Event description:
It was reported that during use 3 tubes are under filling with a bd vacutainer® edta 2k. Patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: during blood collection, the tube's ability to draw blood decreased and the specified volume of blood could not be drawn.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use 3 tubes are under filling with a bd vacutainer® edta 2k patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: during blood collection, the tube's ability to draw blood decreased and the specified volume of blood could not be drawn.